Event description:
Information was received indicating that a smiths medical cadd administration set was breaking/coming apart at the distal luer lock either while priming the tubing or during infusion. The reporter indicated that the patient did not get their required daily nutrition and were placed at risk for infection due to tubing and contamination of product. In addition, the reporter also indicated that the patient that was hooked to the tubing did not notice that the tubing broke during the night and noticed it in the early am. Therefore, the amount of infusion was questionable. Subsequently, the patient had damaged mattress and bedding. No further adverse effects were reported.